Event description:
It was reported that the patient experienced a catheter occlusion and abrupt withdrawal in 2005 and the system was changed.

Manufacturer narrative:
Catheter model 8709 lot# j11634r48 explanted:2005-(B)(6). Corrected the manufacturer name and address. Corrected the explant date of the pump. Corrected the explant date of the catheter. The initial report was filed as manufacturer report # 3007566237-2011-09137. Additional review indicated the correct manufacturing site was site # 6000030.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: (B)(6) 2003, explanted: unk.

Event description:
Additional information reported that the cause of the previously reported event was attributed to the catheter, and was due to a break/tear/hole. The patient had experienced muscle rigidity. The catheter was replaced. The patient's pump had contained "unknown baclofen." The patient required hospitalization due to the event. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Additional information: it was later reported that a catheter dye study was done in 2005 and it revealed "slow flow where catheter enters thecal sac. The location of the catheter issue was noted as being in the distal spinal segment. The patient's pump and catheter were replaced as reported previously. Patient outcome was noted as recovered without sequelae.